Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device exhaust hose, which passes air and lubricant, was found to have a hole in it and reportedly overheated. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 2 previously reported events are included in this follow-up record. Product return status 2 devices were received. Event confirmation status 2 reported events for hole in the hose were not confirmed. 2 reported events for heat were not confirmed. Evaluation results 2 device was found to be affected by a worn dynamic seal and bearings.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status : 2 devices were received. Evaluation status: not confirmed 1 reported event was not confirmed during testing; however: 1 device was found to be affected by worn bearings. In progress: 1 device evaluation is in progress.   Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device exhaust hose, which passes air and lubricant, was found to have a hole in it and reportedly overheated. 2 events had no patient involvement; no patient impact.